Event description:
The consumer called into customer support to report"... His low blood glucose results...". It was reported to nova biomedical that a consumer received a result of 26 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following results of 100 mg/dl.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The difference in the consumer's readings in the first call was determined to be clinically significant. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. While on the line two back to back blood glucose tests were performed and the results were within variance. The meter in question will be returned for eval. Test strip lot #: 1020214149. Expiration date: may 2016. Control solution lot #: 1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.